Event description:
After the discharge from the emg (electromyogram) lab, the patient's family called to report that patient had a red area on the abdomen where the hydrocollator pad had been. The family brought the patient to the ER (emergency room) later that evening because of increased pain and blistering. The area was described as a 10 x 8 cm red area in the middle of the abdomen with mild blistering above the umbilicus. The treatment was bacitracin topical ointment.